Manufacturer narrative:
The reported complaint was not confirmed. The field service rep (fsr) could not duplicate the reported issue. The fsr replaced the a/c control board and filters. Preventative maintenance (pm) was completed and the operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an error code "e37" on the heater cooler unit when the unit was turned on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood losses, or no adverse consequences to the pt.